Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and waring the adhesive patch might cause infection, bleeding, pain or skin irritatins (e.g.,redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they experienced a skin reaction to the sensor on (B)(6) 2016. The sensor was inserted into the abdomen on (B)(6) 2016. The reaction was located on the abdomen at the insertion site and was described as blisters. Affected area was treated with an antibiotic, which was prescribed for a previous skin reaction. The patient stated that on (B)(6) 2015 she went to see a doctor in regarding her blisters that she got from using the continuous monitoring system and the doctor gave her an antibiotic and adhesive patch that goes on before inserting the sensor. Name of antibiotic is unknown. Additionally, the patient reported that she is allergic to most of adhesive patches. At the time of contact, the patient was still getting blisters due to her allergy. No additional event or patient information was provided.